Event description:
It was reported that when using the bd pyxis¿ medflex 1000, fingerprint reader in biometric identifier was not working. Customer stated that glass on the biometric identifier was broken or had fallen into the cabinet and needed the fingerprint reader to log in, as they did not have a user ID field available to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier had broken. A field service engineer (fse) confirmed that biometric identifier (bio ID) had fallen into the cabinet because the bracket holding it had broken off. Fse replaced the bio ID so the customer could scan in and ordered a new bracket. For the time being, the bio ID was working and zip tied to the machine. The fse later returned and replaced the broken fingerprint scanner bracket with a new one. The system functioned as intended after the field service engineer repaired the device.